Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the healthcare provider (hcp) had a hard time placing lead. It was reported that when he was changing stylets they noticed a pretty bad bend, which made hcp want to use a new lead. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of product #977a260 identified that the outer insulation on the lead was cut. If information is provided in the future, a supplemental report will be issued.